Event description:
Pump was reported to be set at 42 ml/hr to deliver a 1000 ml bag of 5fu on channel 2. 12 hours later the bag was found empty instead of the anticipated 24 hours. The infusion pump was removed from the pt. There was no pt injury.